Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use a bd plastipak¿ syringe was found with foreign matter on the needle. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Additional information: the initial MDR reported the lot number as unknown. A sample was received with the following lot information. Medical device lot #: 7009830. Medical device expiration date: 01/31/2022. Medical device manufacture date: 01/09/2017. Investigation results: two investigations were carried out. First investigation summary: customer returned (5) 1cc, 12.7mm, 29g syringes in an open poly bag from lot # 7009830. Customer states that foreign matter is on the needle. All returned syringes were examined and 2 out of 5 samples exhibited strands of material on the cannula shaft. A small portion of this material was removed from the barrel tip and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of cellophane. Samples were forwarded to manufacturing (holdrege) on (B)(6)2018 for further review. Second investigation summary: on (B)(6)2018, holdrege received five (5) 1ml, 12.7mm, 29g syringes in an opened polybag from batch # 7009830. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Per ftir analysis, the material appears to be cellophane; this material, however, is not used on the production floor. The origins of this material are unknown and probable root cause is unable to be determined at this time. Device history record review was completed for batch # 7009830. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) batches of material# 700005681 (syringe 1.0ml asm 29g 1/2in sm700177) which was consumed into final product batch# 7009830. Batch# 7009830 with date(s) of manufacture 27feb2017 to 28feb2017. Batch# 6340824 with date(s) of manufacture 23feb2017 thru 27feb2017. There were two (2) notifications [200679427, 200679882] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 3rd related complaint reported for the defect/condition on lot number 7009830. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.